Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Additionally, an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer cleared the alarm to address the issue and successfully resumed insulin delivery on the pump. Customer¿s blood glucose level ranged from 300-360 mg/dl.